Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a right coronary artery (rca) which had a tight turn. Following proximal stenting, two 2.25 x 16m drug-eluting stents (des) were advanced for treatment in the ostial posterior descending artery/postero lateral artery. Both devices failed to cross and the stent struts were noted to be flared upon removal. Another 2.25 x 16mm synergy des was advanced but the stent came off the balloon. A 3.5 synergy des was then placed past the proximal stents to trap the dislodged stent between the 3.5 and a previously implanted stent. The procedure was completed and no patient complications were reported.